Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-mar-2019 with the following findings: a review of the black box showed no data outside normal patient use. The dates in the ¿total daily dose¿ history were incongruent. No data was found in the black box from the time of the incongruent dates due to continued patient use. A timekeeping accuracy test was performed, and the pump maintained the time accurately for the 5 day duration test. However, when the pump was left without power for 1 hour, the pump was powered back on it had returned to the default time and date. The pump was opened and the internal battery was found to be leaking. The time test was started but could not be completed due to the internal battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was alleged that the pump was off by five minutes per month. There was no indication that the product caused or contributed to an adverse event. This issue is being reported time loss or gain during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.